Event description:
The lay user / patient contacted lfs on (B) (6), 2010, alleging that their one touch ultra meter reverts to the set up mode. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she first noticed the alleged issue on (B) (6), 2010. The patient continued to take his usual diabetes medication. A month later, on (B) (6), 2010, the patient developed symptoms of feeling dizzy, sweaty and confused. The patient then self-treated themselves with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. The alleged issue did not occur after the battery was replaced. The patient mentioned that he replaced the batteries a couple of months ago. The patient denied that there was any misuse of the product. This was not the first time the product was being used. The product was replaced. The complaint is being reported since the patient alleged that due to the meter being reverted to the set-up mode, she was unable to test her blood glucose and later developed symptoms and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.